Event description:
Drug/diluent: 5fu 4300mg. Fill volume: 100ml and flow rate: 2ml/hr. Procedure: unk. Cathplace: unk. Fast flow. Finished in 24 hours instead of 48 hours. Infusion initiated (B)(6) 2011 at approx 1pm. Pump was found empty on (B)(6) 2011 at 1pm. No adverse event occurred. Per dfu: nominal flow rate: 2ml/hr. Nominal fill volume: 100ml. Maximum fill volume: 125ml. The infusion delivery time is 48 hours, 2 days when filled to nominal volume and flow rate.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. As no lot number was provided, the device history record and lot history cannot be reviewed. Result: without the actual product or a lot number, a complete analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed. Add'l model # lt 100-48.